Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l80325, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and other non-malignant pain. It was noted the patient had four different pump implanted over the past 20 years. The patient's first pump caused them to have contact bacterial meningitis and almost killed the patient because of a faulty catheter. It was noted that the healthcare professional boasted about their close friend making the catheter in their own home before the patient became sick. It was noted then the patient was transferred to another hospital in the middle of the night and the catheter was removed, apparently to destroy the evidence. A good catheter was implanted sometime later. It was noted the pump worked well after that and the patient had good results from it until the battery ran out, and the patient had the pump replaced by their second pump. The patient had good results from the second pump and then the third pump too. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported they had no managing physician at time of faulty catheter. The patient's regular physician around that time information was provided. It was reported the incident happened when they received the first of four different implanted pain pump. It was noted it was in (B)(6) 2000. It was noted the patient was transferred from one hospital to another at night. It was noted that they were told that a friend of the physicians designed and made the catheter in the kitchen of their home. It was noted they did not know the catheter was not approved by the FDA (no identification number from the FDA on printouts from refill)nor that it was faulty and almost killed the patient. The faulty catheter caused the patient to develop bacterial meningitis of the spine. It was noted that at that time, the issue was not resolved. It was noted the healthcare professional (hcp) denied the patient having spinal meningitis, even though they had two punctures to check spinal fluid for infection. Both tests were positive for infection. It was noted that it was their primary care doctor that did the spinal tap. It was noted their primary care doctor tested one sample and sent the other one to another lab. Again both were positive. When the patient was in the hospital it was noted they were told they might have aids instead of meningitis. It was noted why doing the first implant procedure the patient was given a blood trans fusion with someone else's blood. It was noted the patient donated their blood prior to the procedure, but it was misplaced when the patient needed blood. It was noted that the patient's pump was later refilled with saline (unknown date). It was noted on an unknown date, that the pump was not working because the catheter had come off the pump/broke loose from the pump, and the patient was sent to another hospital to have surgery to reconnect the pump and catheter. It was noted the patient went through surgery to find out that they pump and catheter were still connected. In regards to the bacterial meningitis, it was noted that the patient was placed in an isolation room the night they were transported to another hospital and operated on, which they thought was to dispose of the evidence of the faulty catheter. The patient was then given heavy antibiotics for 2 or 3 weeks and they developed pseudomembranous colitis and had to be medicated for many months and they almost died. It was noted that as far as they know, the faulty catheter and bacterial meningitis has been resolved. The patient's weight was provided. The catheter status was noted as resolved. No further complications were provided.